Event description:
A surgeon reported the axiem was unable to track the non-invasive drf during a shunt placement procedure. The axiem box and emitter both showed up green status, but the drf and probe were red. When the probe was moved throughout the volume, it would turn green and track. They did not want to remove the drf from the patient, but moving the emitter around, they were not able to ever get green status on the drf. After the site tried the 2nd non-invasive drf, they still could not track it, so they changed to an optical procedure. After registering and draping with the optical system, they noted that the system was inaccurate by around 10 inches. It was determined that after going sterile, the frame had been put on in the wrong orientation. Once this was corrected and the procedure was completed and there were no further issues. No negative impact on the patient outcome was reported.

Manufacturer narrative:
The issue was caused by a cable jacket that has been pulled at the lemo connector exposing the shield wire. The shield wire has been severed completely. Physical damage to cable was found to directly cause the reported event. The software was functioning as designed.